Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device fell, and the front panel was smashed. It is unknown at the time this report was due, what caused the device to fall. There was no adverse event or patient harm reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.